Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: concomitant medical products: capsular contracture/autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5089386) that a female patient who underwent mastectomy and immediate reconstruction around 2008 with 590cc mentor memorygel breast implants experienced bilateral capsular contracture (baker grade unknown) and a diagnosis of hashimoto's thyroid disease post procedure. Unspecified autoimmune and connective tissue issues were also mentioned. As a result, the patient had replacement with a set of unknown mentor gel implants in 2016 and the issues continued. Reports 1645337-2019-23700 and 1645337-2019-23698 relate to the second set of implants. This report relates to one of implants explanted in 2016. See 1645337-2019-23838 for contralateral prosthesis report.